Manufacturer narrative:
Dade behring personnel evaluated the filter data. Field service addressed the issue on-site with probe alignments and cuvette manufacturing adjustments.

Event description:
A falsely elevated troponin (ctni) result was obtained on one patient specimen. The result was questioned by the clinician. Repeated analysis of the specimen obtained a lower ctni result. Troubleshooting of the device by dade behring personnel resulted in instrument maintenance. There were no adverse health consequences as a result of the falsely elevated ctni results.